Event description:
Per the clinic, the patient experienced headaches and pain around the implant coil site with and without device use since initial implantation on (B)(6) 2022. The patient was then prescribed with pain medications which helps with the symptoms. The patient also experienced a heating sensation with the device use, which improved after switching to a lower strength external magnet. However, the pain around the implant site recurred which leads to the decision to explant the device. The device was explanted on (B)(6) 2026. During the procedure, the surgeon reported that the transcutaneous implant is loose and that there was no torque at all. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.